Event description:
It was reported that a person with diabetes awoke to a high glucose alert while using an ilet system with a continuous delivery infusion site in place, with glucose measured at 368¿370 mg/dl by device and fingerstick; the cause of the hyperglycemia was unclear. Symptoms included no reported clinical signs of hyperglycemia. Outcomes included no injury and no medical intervention beyond routine troubleshooting, with the event resolved after a full supply change completed during the call. Investigation included remote troubleshooting and education on sustained hyperglycemia and guidance to replace all disposable supplies. Investigation of this case revealed no device malfunction identified during the call and no component failure observed, with user-directed supply replacement performed to address a potential infusion or delivery issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.